Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when using this fogarty hydrajaw clamp insert, a yellow discoloration was observed on the side of the metal plate of the device. Additionally, it did not hold properly to the clamp. There is no allegation of patient injury. Patient demographics were not ptovided.